Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained address/serial number label and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they received multiple no delivery alarm. Customer's blood glucose was unknown. Customer stated that she was giving herself a bolus before meal and she received a no delivery. Customer was assisted with troubleshooting and was advised that the pump will need to be replaced and to revert to backup plan per healthcare professional's instructions. Insulin pump will be returned for analysis and replacement pump will be sent.